Event description:
The customer's mother reported that her son received "an overdose of insulin" resulting in him being air-lifted to the hospital while in a coma. The mother is questioning whether human error or a bg meter error was at fault. The pdm reportedly gave "fluctuating" bg readings, from 400mg/dl down to 249mg/dl, and then back up to 400mg/dl (no timeline for these readings was provided). Bg readings from the hospital's meter, however, registered "low" (specific bg levels were not provided). The son's condition eventually stabilized and he was able to return home. The pdm will be returned for evaluation. Note: the mother indicated that she had performed a control solution test using one bottle of control solution and three different vials of test strips. It was confirmed that the bottle of control solution had expired in 10/2007, and one of the three test strip vials had expired in 10/2009. While conducting the tests, two meter errors were initiated by the pdm. She was advised by insulet customer support to obtain fresh control solution and call back.

Manufacturer narrative:
The pdm was thoroughly evaluated and no evidence of any damage or manufacturing deficiency was found that would have directly caused or contributed to erroneous bg results. Testing performed on the bg meter confirmed that all bg readings were within the specified tolerance limit. A thorough review of the pdm's history log was performed. It is likely that, due to user error (the use of expired test strips), "false" high bg readings were provided by the pdm (this was due in no part to any malfunction of the pdm, but rather to the use of expired test strips). The data log shows a 13 hour period where the customer experienced bg readings above his range and, in an attempt to lower his levels, corrective boluses were repeatedly administered. An over-correction of insulin in response to "false" high bg readings could result in dangerously low bg levels, including a diabetic coma as stated in the report. Due to missing information (i.e., the exact time the expired test strips were used, carb intake other than what was entered into the pdm), however, the exact cause of the patient's low bg levels could not be conclusively determined. Per the omnipod user guide, the user instructed to confirm bg readings with another device before taking any action and to check their bg levels frequently, so they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency. With regards to performing a control solution test, the omnipod user guide specifically states "do not use strips beyond the expiration date printed on the package, as this may cause inaccurate results" and "do not use control solution past the expiration date or you may get inaccurate results" (user guide (B) (4), respectively). Note: the pods referenced in this report will not be returned for evaluation. It should be noted that pods are manufactured with mechanical, electrical and software design features that prevent an over-delivery insulin.